Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event may have been caused by the following. -the distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover, which made the cover easy to come off the subject device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the subject device. However, the root cause of the suggested event could not be specified. The event can be detected and/or prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the single use distal cover came off in the patient's mouth as the evis exera iii duodenovideoscope was taken out during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The patient swallowed the cover and it became lodged in the esophagus. The cover was then retrieved with grasping forceps. The procedure was delayed by 20 minutes and completed with the same set of equipment. The patient is otherwise well and had a normal recovery. The device was inspected prior to use. The related patient identifier (B)(6) reports the single use distal cover.